Manufacturer narrative:
H.6. Investigation: through the analysis of the photos sent by the customer, it is possible to observe the defective cylinder. Bd confirms the defective cylinder complaint. Furthermore, the analysis of the batch history (DHR), maintenance records and quality notifications were verified and no deviation was found for this batch. The possible cause for this event is a kink in the cylinder molding step, where the part was still hot. The bent cylinder was forwarded to the assembly step and due to the condition of the cylinder, the tip of the syringe may have been damaged in the leak test step. No corrective actions will be taken at this time, the incident identified from this complaint will be monitored for trend assessment. See h.10.

Event description:
It was reported that syringe plastipak 3ml s/su was damaged. The following information was provided by the initial reporter: syringe seems melted.

Manufacturer narrative:
Date of event: unknown. Initial reporter fax#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe plastipak 3ml s/su was damaged. The following information was provided by the initial reporter: syringe seems melted.